Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that they went to use their device the sunday prior to the report, and channel 2 is not working like it should. They stated that they are able to use channel 1, but the device will turn off and they have to turn it back on and change to channel 2. No contributing factors were reported. The patient was redirected to follow-up with a healthcare provider. No further complications were reported or anticipated. Indication for use is unknown.